Event description:
It was reported that during interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced.

Manufacturer narrative:
Final analysis of the pulse generator confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.